Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan again in 10 minutes" message from the adc device. The customer was able to be contacted and further reported that due to this issue, they were unable to obtain readings. The customer experienced symptoms of hypoglycemia including sweating, dizziness, disorientation, and required third-party treatment of glucup oral glucose. There was no report of death or permanent injury associated with this event.